Manufacturer narrative:
Based upon the complaint report, a post-deployment angiogram revealed that the manta closure device was in the subcutaneous space and not near the common femoral artery. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention of placement of a covered stent to preclude permanent impairment of a body function or permanent damage to a body structure after the initial tavr procedure in which the manta vascular closure device was used. The manta vascular closure device instructions for use list procedure requirements which includes activated clotting time (act) should be below 250 seconds prior to closure. The patient's activated clotting time (act) at the time of femoral access site closure was reported at 280 seconds.

Event description:
The male patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6)2019. Patient reportedly had minor calcification of the vasculature. The manta vascular closure device (vcd) deployment depth was measured at 5.0 cm. The manta vcd was reportedly deployed correctly with the appropriate amount of tension. A post-deployment angiogram revealed the manta vcd was in the subcutaneous space and not near the common femoral artery puncture site as intended. It was reported that there was no swelling or hematoma formation at the access site and lidocaine was given around the access site. Vascular closure was successfully achieved by placing a covered stent over the area to close the femoral access. The patient's condition was reported as "fine."